Manufacturer narrative:
The concerto coil will not be returned for evaluation as it was discarded by the customer; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per the concerto coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ related mdrs for this event: 2029214-2019-00348 2029214-2019-00349. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) and prematurely detached during removal. This same event happened with two separate coils. The patient underwent embolization treatment. It was reported that the physician attempted to detach both coil 2 times with using instant detacher and two times with manual detachment method. But these both coils did not detach and detached inside the catheter during removal. Both coils removed with the catheter from the patient. There were no reports of patient injury in association with this event.